Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states tka for oa on the left side took place on (B)(6) 2016. The locking part of the insert broke while the surgeon was impacting the product. By using another insert (pfc sigma insert 2.5/10mm), the surgery was completed with a five-minute delay. There was no harm to the patient. The surgeon was worried that there might be some influence on the patient¿s range of motion. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking part of the insert broke while the surgeon was impacting the product. By using another insert (pfc sigma insert 2.5/10mm), the surgery was completed with a five-minute delay.